Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited a controller error alarm. The device was replaced with another aic, the procedure was successful with no reported harm to patient regarding this malfunction. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: the date of the patient death is unknown. The cause of the issue was not determined since product was not returned.